Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system, a battery out limit, and a failed battery test alarms. She then received a power off alarm. The customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 470 mg/dl and due to illness. She was admitted into intensive care unit. The customer had a diabetic ketoacidosis. She was wearing her insulin pump at the time of hospitalization. She was unable to exist the preparing to prime loop. The insulin pump made a strange noise when rewinding/priming. The drive support cap was sticking out. The insulin pump had cracks around the reservoir and where the clip attaches. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. However, the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The functional tests could not be completed due to the prime anomaly. The insulin pump was also received with a cracked case at the display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads and a broken reservoir tube lip.